Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who has been catheterizing since before they put the device in and further said, "(I believe?)." The actions/interventions were taken to resolve the increased catheterizing was they saw their healthcare provider (hcp) who took a urine sample which was clean. The hcp started the patient back on "solifenacin succinate 10 mg qd" until they can figure out what's wrong with the patient programmer (pp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've had to catheterize a lot compared to when they first got the device; they've had to catheterize more within the last six months. Three days later, the healthcare professional (hcp) responded to a letter. It is unknown if catheter use is standard of care for this patient or if it is related to the device/therapy. The actions/interventions taken to resolve the increased catheterizing are the patient and hcp are trying to add programs to their ins. No device issue and no further patient complications have been reported as a result of this event.